Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized service provider (asp) contacted ventec to report that the device's alarm was not working as expected. The device's audible alarm was being silenced unprompted. There were no reports of patient involvement associated with the reported event.